Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer rotate the endoscope base to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the 30-degree endoscope image turned upside down. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer rotate the endoscope base, which resolved the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system recognized the correct endoscope. The surgeon confirmed desired orientation when endoscope was installed. The vision issue did not result in patient injury.